Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a micro endoscopic discectomy procedure on (B)(6) 2013 and a reservoir was connected to a drain. The reservoir bag inflated immediately and failed to suction. Because of a hematoma, the patient underwent a re-operation. After that, the surgeon applied the dressing meticulously to the wound at the drain penetration site to increase negative pressure to the reservoir. It worked succesfully and the reservoir functioned properly. The surgeon opines that the reservoir was not defective.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.